Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It has been reported by the customer that the pins of the head screw are folded / smashed and the screw is unusefull.

Manufacturer narrative:
The reported event that standard lag screw omega 95mm length was alleged of 'device deformed' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by either inadequate assembly with the lag screw adapter or just inadequate use. The device inspection revealed the following: the severe damages damages / deformations (completely splayed open) of the end part of the lag screw indicates that either the lag screw had not been properly assembled with the lag screw adapter or just inadequate use has resulted in these damages. Whereas both front lips are badly deformed (splayed open). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Note: the lag screw should be centered in the head on both anterior-posterior and lateral views, within 10 millimeters of subchondral bone. Application of the template to an x-ray of the uninvolved hip may help simulate reduction of the fractured hip.

Event description:
It has been reported by the customer that the pins of the head screw are folded / smashed and the screw is unusefull.